Event description:
This atrial lead was implanted on (B)(6) 2012 and was explanted on (B)(6) 2012. Patient had valve and open heart surgery past week and lead was dislodged at that time. Physician was dr. (B)(6) at in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).